Manufacturer narrative:
Device history review was performed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests prior to distribution. The reported complaint of capturing problem and stretched helix were not confirmed. Visual inspection showed that the helix length was within specification and no anomalies were noted on the helix. Telemetry, pacing and output features were analyzed, and the device exhibited normal electrical characteristics without any anomalies.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During initial placement, it was observed the capture threshold was high. The lp was prepped to be repositioned, but the helix was seen to be stretched. The device was removed and exchanged. The procedure completed with a different lp. The patient was stable.